Event description:
It was reported that a malfunction occurred on the pump, and a technical code was indicated. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in performing the reset. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump but to call back if the issue recurred.